Manufacturer narrative:
Two year retrospective review of similar products sold into the us that are manufactured and sold by bd outside of the us. (B)(4). Results: we received one used unit and three unused, representative units for eval. Our quality engineer microscopically inspected the returned unit and confirmed that the catheter had broken and observed smooth edges and no evidence of stress on the catheter tubing. Each of the unused units were inspected and found to meet mfg specs. Two lot numbers were provided for this incident: 7270329 and 8169605. However, the actual lot number involved in the incident is unk. A review of the device history records revealed no irregularities during the manufacture of reported lot number 7270329 and 8169605. (B)(4). Conclusions: the engineer concludes that the damage to the unit was most likely caused by some sort of sharp object or instrument coming into contact with the catheter tubing during use. The instructions for use state cautions and warnings: do not use scissors at or near insertion site.

Event description:
The catheter broke while indwelling and was surgically removed from the pt on saturday, (B)(6) 2009.